Event description:
Caller reported tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer successfully reloaded the original cartridge and was able to resume insulin therapy, resolving the issue.